Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device service completion pending.

Event description:
The manufacturers service engineer replaced the power supply to address the reported problem.

Event description:
The international customer reported the ventilator would not power on during testing. The customer reported the device was not in use therefore there was no patient involvement or harm. A replacement power supply has been ordered for service of the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.